Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crtd) recorded an inappropriate atrial tachy response (atr) episode with noise on all electrogram (egm) that appeared to be electrocautery from implant, however the time of the episode seemed to be different than it should be. Technical services (ts) discussed that the one hour time difference was due to the crtd time stamp being off. Ts discussed possible troubleshooting options to correct crtd time. There is no evidence of pacing inhibition. This crtd remains in service. No adverse patient effects were reported.